Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left external iliac artery (eia). After a non-bsc guide wire crossed the lesion, a 4.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. Upon first inflation at 10 atmospheres, it was noted under angiography that the balloon was not inflated. The device was simply removed and it was noted that the balloon had ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.